Manufacturer narrative:
Please note additional devices implanted and related to this event: (B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (b)(), 2006, the patient was implanted with three gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6), 2012, computed tomography angiogram (cta) revealed an aneurysmal right common iliac artery, with a loss of distal seal of the stent graft component. It was reported the device had migrated proximally out of the aneurysmal iliac (amount of migration unknown). On (B)(6), 2012, the patient was implanted with two gore excluder aaa contralateral leg components to treat the iliac aneurysm. The aneurysm was successfully treated, and the patient tolerated the procedure.